Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." The following sections could not be completed with the limited information provided. Device requested, not yet received.

Event description:
During a procedure, the positioning guide rod fractured. The fractured piece did not fall into the patient. There was a twenty minute delay in procedure as a result.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed it was damaged. DHR was reviewed and no discrepancies were found relevant to the reported event. Investigation results concluded the most likely root cause of the event is use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.